Event description:
It was reported to philips that the system had a bootup error which affected geometry movements. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system was not in clinical use at the time of the reported event. The systems functionality was restored after several system restarts. Philips remote service engineer (rse) connected remotely and confirmed the reported issue. Upon further inspection, the field service engineer identified via log file analysis that there were intermittent problems with the geometry power distribution unit. After replacement of the geometry power distribution unit the system has been returned to use in good working order. To date, there has been no recurrence of this issue reported from the customer. The geometry power distribution unit was returned for further analysis. Functional testing was performed, and no failure was observed. At the time of this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcomes.